Event description:
The customer reported a general sys test failure at opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.